Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pushing resistance for the pipeline was very large in the marksman. When the pipeline stent was pushed to the middle of the marksman microcatheter, it got stuck and could not be pushed further, so the stent was ready to be withdrawn. When withdrawing, the stent got stuck in the microcatheter. After continuous tension was applied, the stent bounced back to the microcatheter hub and separated from the push rod, becoming stuck in the microcatheter hub. Therefore, a new marksman was used again, and a ped-450-16 was re-pushed and implanted again, and the operation was successfully completed. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The marksman was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic segment of the internal carotid artery (ica) a neurysm with a max diameter of 3.3mm and a 2.8mm neck diameter. The landing zone artery size measurements were 3.8mm distally and 4.3mm proximally. The access vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was no rmal. The post procedure angiographic result was normal and no adverse events occurred.   Ancillary devices include a 8f guilding guide catheter, marksman microcatheter, and a synchro 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the pipeline did not jump during deployment. There were not multiple pipelines used during the procedure. The tip of the catheter was not under stress and did not move during deployment.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), 0.0260¿ mandrel as found condition: the pipeline flex embolization device and marksman micro catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened pipeline flex inner pouch. The pipeline flex pusher was returned within an introducer sheath. The braid was returned within the marksman hub. Visual inspection/damage location details: no flash or voids molded were found within the marksman catheter hub. No damages or anomalies were found with the hub. The marksman micro catheter body was found kinked at ~16.1cm and ~6.7cm from the distal end; and found flattened at ~4.1cm and ~0.6cm from the distal end. No damages or irregularities were found with the distal tip or marker bands. No damages were found with the pipeline flex proximal pusher. The hypotube was found stretched and ptfe shrink tubing was found undamaged at the same location. No damages were found with the distal marker, pad restraints or with the proximal bumper. The distal resheathing pad as found damaged. The distal and proximal dps restraints were found to be intact. The dps sleeves were found damaged (torn). The tip coil was found undamaged. Once removed from the hub, both ends of the braid were found damaged and frayed. Testing/analysis: the micro catheter was flushed with water and water exited out from the catheter tip. The catheter was then tested by running an in-house 0.0260¿ mandrel through microcatheter. The mandrel was inserted into the hub, through the catheter body and became stuck at the second kinked location. No other damages or anomalies were observed. The pipeline flex could not be used for resistance testing as it was already deployed. Conclusion: based on the analysis findings, the customer report of ¿catheter resistance¿ and ¿resistance/stuck during delivery¿ was confirmed as the damages found is consistent with resistance. From the damages found: braid (damaged/frayed), hypotube (stretched), resheathing pad (damaged), dps (torn); it is likely high force was used against high resistance. It is possible the kinking/flattening found on the catheter contributed towards the resistance. Other possible contributions of resistance are patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Possible causes for catheter kink are patient vessel tortuosity, delivery system removed aggressively, catheter entrapment, or user advances/retrieves device against resistance. Customer reported devices were prepared per IFU, and vessel tortuosity as normal. Therefore, the likely cause could not be determined. It is possible that the braid remained in the hub (¿resistance in hub¿) due to the braid becoming damaged during the initial resistance. It is also possible if the introducer sheath was not placed back flush against the hub during retraction, then the braid would fail to enter the introducer sheath correctly and would remain within the hub. No resistance was encountered when removing the braid from within the hub during analysis. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.